Event description:
During an abdominoplasty procedure when the blue button was pressed, it stuck in the on position. The pencil was removed from use and replaced with another one to complete the procedure. No pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.